Event description:
It was reported that the patient went to the clinic after receiving a vibratory alert. Nothing was found at the clinic and the patient went to his physician. Device interrogation found out of range lead impedance was observed. An attempt to implant a new lead was not possible as the veins were closed. The patient will get an epicardial lead. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.